Event description:
The clinician reports the implant was inserted (B)(6) 2015 in ada 9. Details of surgery: primary stability not achieved and implant surface not completely covered with bone. On (B)(6) 2019, fracture of the implant was verified. Patient presented with bone type iii and poor oral hygiene. The device was forwarded to the manufacturer. At the event the patient experienced: peri-implantitis, pain, mobility, bleeding and inflammation. No further patient complications were reported.